Event description:
The patient presented with headache, diplopia, and right ear pain. Imaging revealed a critical stenosis of the right middle cerebral artery (mca) and right internal carotid artery (ica). Following the initial angioplasty a slight vessel dissection in the mca was noted. The stent was selectively placed at the proximal right mca mostly covering the vessel dissection. Angiogram demonstrated significant improvement of blood flow, however; there was a small thrombus formation in the distal aspect of the right mca m1 segment and supraclinoid ica. A second stent was successfully deployed in the distal right ica to treat the supraclinoid clot. Twelve mg of reopro and one unit of retavace were injected intra-arterially with partial resolution of the clots. There was significant improvement of blood flow, but there was still a persistent small clot formation in the mca and ica. The procedure was stopped at this point. The next day, a cerebral angiography showed thrombus in the right mca just distal to the stent and the supraclinoid right ica, both had decreased in size. The patient's condition improved and four days post procedure, the patient was discharged home in an stable condition.

Manufacturer narrative:
Relevant tests/laboratory data, including dates angiogram post procedure, 2007: demonstrated significant improvement of the flow to the right hemisphere and increase in size of the right mca without evidence of residual stenosis. However, there was persistent small clot formation at the distal right mca m1 segment and supraclinoid right ica. Cerebral angiography, the following day: showed that both clots decreased in size. Overall, there was further improvement of blood flow to the right hemisphere with perfect patency of the right mca.